Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had an MRI (magnetic resonance imaging) a week ago and pump was not interrogated after. The patient was in for a pump refill on (B)(6) 2024, and the healthcare provider noted alerts saying the pump was stalled. At the time time of the report information on telemetry mode the pump was reviewed and checking the pump logs was advised. The pump logs showed a motor stall recovery occurred on (B)(6) 2025. The healthcare provider had already performed the pump refill and the residual volume was the expected amount. It was being considered that the pump was working as expected. The troubleshooting steps that were taken on the call resolved the issue. No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2024. The model number and serial number of the pump was provided. The health care provider (hcp) who initially reported the event as well as the health care facility associated with the event was provided.